Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the dynamic hip plate (dhp) was used to fix a distal right upper humerus fracture. After drilling by the drill tapping with normal procedure, surgeon attempted to insert the cortex screw manually. The screw head was broken before completing the insertion, although the bone substance of the patient was good and the inserting feeling over the driver was good. The screw was broken at the screw head before the screw head reached the plate: screw was broken before compression. The shaft of the screw was still in a state of being retained in the body and did not interface with the soft tissue. Surgeon inserted another screw in another hole as a replacement. The plate was fixed and the surgery was finished without any problem. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro codes: hrs, hwc. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.